Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in a moderately tortuous and moderately calcified right coronary artery. During procedure, it was noted that the balloon was ruptured and was not expanded/inflated. However, it was further reported that the packaging seal intact prior to opening. The device was simply pulled out from the patient's body. No patient complications were reported. Patient was good post procedure.